Event description:
It was reported that the device experienced a power on reset (por). The device was reprogrammed back to previous settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 555453 implantable pacing lead implanted: (B)(6) 2004. (B)(4).